Event description:
According to reporter, the balloon could not be deflated during the extubation process. There was sort of a resistance and the pilot balloon was totally collapsed. After several trials with changing the position of the patient, the anesthesiologist decided to extubate the patient. When the tube pulled out, the balloon was still inflated.